Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was seen for septicemia at a hospital, and was told that the ins site/pocket was infected. The event resulted in an unscheduled clinic or office visit. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. The entire system was explanted on (B)(6) 2017 and not replaced. The outcome was reported as resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the healthcare professional of the clinical study. It was reported that the patient's indication for use was radicular pain syndrome and spinal stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the patient reported the event on 13-sep-2017.